Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed, and this was not the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement and failed high sleep current measurement. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were without spec range. With reference to the baat tool instructions, the customer experiences an unexpected battery power loss of less than 7 days per pump history records. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 13:27:00 faster than expected at 3.64 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 21:30:00 faster than expected at 3.64 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 21:46:00 faster than expected at 3.35 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. The pump and failed high sleep current measurement and failed low battery in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.